Event description:
In late 2008, a company representative reported the patient's insulin infusion device gave an e7 (electronic error) message. He stated the patient will put in a battery and 5 minutes later his device asks for a new battery. Repeated attempts to follow up with the patient were made but were unsuccessful. In early 2009, the patient reported he stopped using his infusion device 3 weeks ago. He said he did not switch to his backup infusion device or insulin injection therapy but did take some pills. He stated he has been experiencing elevated blood glucose readings of over 500 mg/dl since being off his infusion device. His symptom was being very thirsty. An attempt was made to troubleshoot his infusion device but the e7 would not clear. The battery on his device was changed, but the device continued to give the e7 message. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.